Event description:
A customer reported a power source alert 07 while using a tandem wall adapter, but not the charging cable. There was no adverse impact to the customer's blood glucose level. After connecting the charging cable to the wall adapter and ensuring it was in a working outlet for at least 30 minutes, the pump began charging, and no further assistance was needed.